Manufacturer narrative:
A medtronic representative went to the site to test the equipment and replace the computer. After replacing the computer the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by manufacturer for analysis. Correction to codes to reflect previous submission information and new findings.

Manufacturer narrative:
Site or technician, mr. (B)(6), declined to provide patient information. Return requested for suspect commuter 06/23/2016. No parts have been received by manufacturer for analysis. On 07/07/2016 a medtronic representative, following-up at the site, reported the navigation system unexpectedly became unresponsive during the sterile field preparation - after the registration and before the navigation. The monitor screen started to shimmer, the nurse re-booted the system and the surgeon finished the surgery with no further issues. In trouble-shooting, at the site, the medtronic representative was able to replicate the reported issue and recommended the site not use the navigation system until replacing the system computer. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system unexpectedly became unresponsive. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted on the first attempt. The tester was able to launch the cranial application without issue. The computer system showed 61% of the hard drive used with 166 exams. The hard drive reported no errors. The memtest86 revealed one ram error which was cleared in subsequent test after reseating modules. The device was found to be fully functional. The reported event could not be duplicated by medtronic personnel.